Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified superficial femoral artery. A 4.0mm x 150mm x 150cm coyote¿ balloon catheter was advanced for dilatation. However, although angioplasty was done in the sub intimal space of the artery, the balloon ruptured during the first inflation at 12 atmospheres due to the calcification. The device was completely removed from the patient and dilatation was continued with a 4.0mm x 150mm x 150cm non-bsc balloon catheter which also ruptured. The procedure was then aborted. No patient complications were reported and the patient's status was fine.